Event description:
It was reported that the three blakemore tubes were used on the patient. They used these tubes because all three had the gastric balloon. The first one ruptured before even placing traction but the other two were able to place traction, they could see the balloon clearly on x-ray and they held pressure for 15-20 minutes before ruptured. The patient had no clips or anything that would have caused this. Inserting provider used magill¿s but only after manually inserting it as far as it would go, the magill¿s never touched the gastric balloon. Providers inflated the 3rd before insertion to check for leaks but not the first 2 rupture. There was no reported patient harm. Per follow up via email on 19may21, the customer stated that they usually 500 ml were used to inflate the balloon.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿incorrect balloon design size¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Testing the balloons: each balloon must be inflated with air and examined for air leaks before intubation. With the manometer connected to the pressure monitoring outlet, the pressure within the gastric balloon is determined following distension of the balloon with 100, 200, 300, 400 and 500 ml of air. The balloons are then deflated and coated with a water soluble lubricating jelly. 2. Preparing the patient for intubation: the patient is placed on the fluoroscope table with his head elevated approximately 45°. The posterior pharynx and nostrils are anesthetized with a topical anesthetic. The 18 fr. Levin tube is then lubricated with water soluble lubricating jelly and passed into the patient¿s stomach. Prior to use it needs to be verified that the balloon is inserted correctly into the patient¿s stomach. The stomach is thoroughly lavaged with 0.85% sodium chloride solution in ice to remove blood clots. Complete removal of blood from the stomach reduces the risk of aspiration of blood into the trachea during intubation. Following gastric lavage, the levin tube is withdrawn. 3. Passage of four lumen esophagogastric tamponade tube: after suctioning the air from the gastric and esophageal balloons, rubber shod clamps are clamped on the two pressure monitoring outlets and plastic plugs are inserted into the lumens for inflation of the esophageal and gastric balloons. This maneuver maintains deflation of the balloons during intubation. The tube and deflated balloons are introduced through one of the nostrils into the posterior pharynx. With assistance of the patient having a few sips of water through a straw, the tube is inserted to the 50cm mark indicating that the tip of the tube is in the stomach. The position of the tube should be confirmed by fluoroscopic visualization showing the tip well below the diaphragm. Other established clinical uses for verification are acceptable. Follow institutional procedures. Suction is applied immediately to the gastric and esophageal aspiration lumens to avoid regurgitation of gastric juice, blood and saliva during inflation of the gastric balloon. Aspiration of gastric juice from the gastric aspiration lumen provides further evidence for the proper location of the tube. 4. Positioning four lumen esophagogastric tamponade tube: the rubber shod clamp and plastic plug are removed from the pressure monitoring outlet of the gastric balloon and the gastric balloon inflation lumen. The pressure monitoring outlet for the gastric balloon lumen is connected to the mercury manometer. Increments of 100 ml of air are introduced through the gastric balloon inflation lumen until a total of 450-500 ml of air fill the gastric balloon. As the air is introduced into the gastric balloon, the intragastric balloon pressure is monitored. Warning: if the intragastric balloon pressure recorded following intubation is 1.5cm hg greater than the intragastric balloon pressure at an identical volume noted prior to intubation, the gastric balloon is located within the esophagus and further distention of the balloon may result in over distention and rupture of the esophagus. If an elevated intragastric balloon pressure is recognized, the balloon must immediately be deflated and reintroduced into the stomach. When the gastric balloon lying in the stomach has been inflated with 450-500 ml of air, the air inlet and pressure monitoring outlet of the gastric balloon are ligated doubly with sutures or are clamped with a traumatic clamps or clips. The tube is pulled back gently until the resistance of the diaphragm is firmly felt against the gastroesophageal junction. With a minimum of tension on the tube, fix the upper end of the tube as it emerges from the nostril by a cuff of sponge rubber. The nasal guard is secured to the tube by adhesive tape passed around its mid-portion and spiraled around the distal end of the tube. Lavage of the stomach with 0.85% sodium chloride solution in ice should be accomplished through the gastric aspiration lumen until the aspirate is clear. If blood is detected continually in the gastric aspirate, the esophageal balloon should be inflated to a pressure of 3.5 to 4.5cmhg as recorded continuously by manometer attached to the esophageal balloon monitoring outlet. If bleeding continues during esophageal tamponade, it usually originates from a gastric varix. In this case, external traction upon the tube should be initiated. The tube is kept taut by fixing it to the nasal guard at the point where the tube emerges from the nostril. Warning: external traction upon the tube causes ulceration of the mucosa within a few hours; therefore, external traction must be employed cautiously for short time intervals. Follow institutional guidelines. The gastric aspiration lumen is connected to intermittent 60-120mmhg suction. Continuous aspiration of the esophagus to remove swallowed saliva and regurgitated blood is accomplished by 120-200mmhg suction. 5. Performance of esophagogastric tamponade: the esophageal balloon pressure should be maintained at the lowest level that will stop bleeding. Warning: the esophageal balloon pressure should not exceed 4.5cmhg. After bleeding has been terminated by tamponade, the pressure in the balloon is reduced 0.5cmhg every 3 hours until an intraesophageal balloon pressure of 2.5cmhg is achieved without bleeding. Warning: since continual pressure of 2.5-3.0cmhg on the esophagus for long time intervals may induce esophageal necrosis, periodic deflation of the esophageal balloon is undertaken for 5 minutes every 6 hours. If an intraesophageal balloon pressure of 2.5cmhg can be maintained without bleeding, esophageal tamponage at this pressure is maintained for at least 12 hours. After this time interval, the balloon is deflated and left in place for another 4 hours. 6. Extubation: if bleeding does not reoccur, the four lumen esophagogastric tamponade tube is gently withdrawn. To assure deflation of the balloons, transect the protruding end of the tube before removing it. After extubation, the mouth and posterior pharynx are suctioned with the plastic or rubber aspirating catheter to remove regurgitated secretions." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the three blakemore tubes were used on the patient. They used these tubes because all three had the gastric balloon. The first one ruptured before even placing traction but the other two were able to place traction, they could see the balloon clearly on x-ray and they held pressure for 15-20 minutes before ruptured. The patient had no clips or anything that would have caused this. Inserting provider used magill¿s but only after manually inserting it as far as it would go, the magill¿s never touched the gastric balloon. Providers inflated the 3rd before insertion to check for leaks but not the first 2 rupture. There was no reported patient harm.per follow up via email on 19may21, the customer stated that they usually 500 ml were used to inflate the balloon.